Event description:
I had to treat a patient with a late onset inflammatory reaction from illegal dermal fillers. She had fillers places approx 1 year ago at (B)(6). Called renume. The non-FDA approved filler is by a brand called "royal" we called the clinic today and the person on the phone states that they still have it and can use it for underage fillers. They need to be stopped! The address of the (B)(6).